Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures, including a surgery on (B)(6) 2008. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a mesh revision/removal surgery on (B)(6) 2008 , due to pain, erosion, extrusion, infection, urinary and bowel problems and recurrence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient died on (B)(6) 2015. It was reported that following insertion the patient experienced vaginal vault prolapse, urinary incontinence, cystocele, rectocele and urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.